Manufacturer narrative:
Device passed displacement test. Device was received with missing display window cover, minor scratched lcd window, cracked select button keypad overlay and faded serial number label. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had shade loose over top display. Customer stated the insulin pump had neither been bumped nor dropped. Customer stated they can read the display. Customer reported the insulin pump did not functioning as designed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.